Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was exhibiting tones. A device interrogation indicated that the device had reached the explant indicator. There were no error codes observed. The healthcare provider (hcp) noted that upon device check approximately two months ago, there was one year of battery longevity remaining. This is an indication that the device is exhibiting premature battery depletion behavior. In addition, it was noted that the most recent auto capacitor reform exhibited a capacity charge time of 16.6 seconds whereas the previous auto capacitor reform approximately two months ago exhibited a charge time of 14.3 seconds. Boston scientific technical services (ts) provided guidance to the hcp to consider the device with a 90 day window to reach end of life. A different hcp requested guidance from ts two days later for how to turn off device tones as they are making the patient anxious. Ts explained to the hcp how to program off the device tones. The device was subsequently explanted and replaced ten days later. No additional adverse patient effects were reported.